Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred with the mobile app. The reporter follows the patient's values and the app had malfunctioned following an update. He stated that ¿she almost died because the low alarms didn't go off, luckily her friend was with her and saved her life.¿ he also stated that the high alerts are inconsistent, won't go off occasionally, and the app crashes when attempting to change the settings. No details of the event or intervention were provided but the report alleges a life-threatening event occurred. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.